Event description:
Seven pts with discrepant calcium results. Initial results were not reported. Repeat results occurred on different analyzer, same methodology. Pt 1 initial result 10.9 mg/dl, repeated twicing, giving result of 9.5 mg/dl each time. Pt 2 initial result 11.7 mg/dl, repeated twice, giving results of 9.5 and 9.4 mg/dl. Pt 3 initial result 11.6 mg/dl, repeat 10.1 mg/dl. Pt 4 initial result 11.7 mg/dl, repeat 9.4 mg/dl. Pt 5 initial result 11.6 mg/dl, repeat 9.9 mg/dl. Pt 6 initial result 11.8 mg/dl, repeat 9.4 mg/dl. Pt 7 initial result 12.0 mg/dl, repeat 11.0 mg/dl. The field service rep determined root cause to be the sv12 valve not closing which was replaced. Performance tests were performed.